Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer also reported that she lost her insulin pump. The customer's blood glucose level was 585 mg/dl. The customer did not treat before going to the hospital. The customer stated she had no symptoms; she could not get her reading to go down. The customer was wearing the device at the time of admission. The customer was treated with an insulin drip and her reading went down. The cause of the visit was due to diabetic ketoacidosis. The customer did not perform troubleshooting because she lost her insulin pump. Nothing was replaced or returned for analysis.